Manufacturer narrative:
Patient identifier: unknown - literature review. Age & date of birth: unknown - literature review. Patient sex: unknown - literature review. Weight: unknown - literature review. Ethnicity: unknown - literature review. Race: unknown - unknown - literature review. Date of event: unknown - literature review. Implant date: unknown due to unknown date of event. Explant date: unknown due to unknown date of event. Device manufacture date - unknown due to unknown product code and lot number. Out of eighty-four (84) patients, eight (8) patients experienced complications: two (2) patients experienced prolonged hemostasis. Two (2) patients experienced access-site pains. One (1) patient experienced a hematoma. Three (3) patients experienced an access-site infection. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product code/lot# combination was not provided by the user facility, which prevented a meaningful review of the device history record. This report is for one (1) of the patients that experienced a hematoma. Please see MDR 3013394970-2022-00033, MDR 3013394970-2022-00051, MDR 3013394970-2022-00052, mdr3013394970-2022-00053, mdr3013394970-2022-00054, mdr3013394970-2022-00056 and mdr3013394970-2022-00057 for the other patients that experienced complications within the literature review.

Event description:
Per literature review: the article entitled: analysis of predictive and preventive factors for access complications associated with vascular closure devices in complicated endovascular procedures. Conducted a study on 84 patients using an angio-seal vcd device to achieve hemostasis during a therapeutic interventional vascular procedure at an interventional radiology unit. The patients had relevant comorbidities such as history of smoking, hypertension (only patients with a pre-existing diagnosis of hypertension were included), hyperlipidemia, coronary artery disease (cad), and diabetes mellitus (dm). The introducer sheath size used was between a 5f to 9f. The patients were given 75mg a day taken by the mouth (p.o.), clopidogrel and 300mg a day p.o. Of acetylsalicylic acid (aspirin or bayer) three days before stent implantation and/or angioplasty. All hypertensive patients were allowed to take antihypertensive medications during the procedure, their blood pressures were monitored throughout the operation. Intracerebral procedures, carotid, and vertebral artery stent implantations, and other procedures were done under general anesthesia, sedoanalgesia, and local anesthesia. All arterial punctures were performed by a seldinger technique under ultrasonography (us) guidance and all procedures were done with a biplane flat-panel fluoroscopy system. (Axiom artis) axillary artery puncture was used with one (1) patient, due to a bilateral occlusion of the common femoral artery (cfa). An intra-arterial bolus of 5000 iu heparin was given immediately after insertion of the arterial sheath and 1000-1500 iu per hour was administered during the procedure to maintain an activated clotting time (act) > 250 s. The 5000-9000 iu heparin was maintained during procedures each approximately 1-4 hours and ongoing. Before placing the device, a selective angiography of the punctured vessel was performed. The angio-seal vcd was placed in the puncture site, right after that manual compression was performed. The prolonged hemostasis exceeded two (2) minutes of manual compression time to achieve hemostasis. An angio-seal 6f introducer was used for 5f and 6f procedural sheaths and an 8f introducer was used for a 7f and 8f procedural sheaths. After the procedure, the peripheral stents, heparin (4 x 5000 iu), enoxaparin sodium (clexane sanofi aventis)(2 x 0.6 cc), and acetylsalicylic acid (1 x 300 mg) were maintained for either 24 hours, 10 days, and or a lifetime. In carotid/vertebral artery stents, heparin (1 x 1000 iu), enoxaparin sodium (2 x 0.4 cc), clopidogrel (1 x 75 mg), and acetylsalicylic acid (1 x 300 mg) were maintained for either 12 hours, 5 days, 6 months, or a lifetime. Patients were evaluated for possible access-site complications immediately after the device insertion for an hour, one (1) day, one (1) week, and between three(3) to twelve (12) months after. Patients without major complications was achieved within 2 h after the procedure and they were discharged from the hospital after 24 hours. Procedure checks on the patients were performed with clinical examination, doppler us, and/or digital subtraction angiography (dsa). The patients were also evaluated in terms of puncture site complications. Patients who could not come to control were evaluated by telephone. Procedure checks on the patients were performed with clinical examination, doppler us, and/or digital subtraction angiography (dsa). The patients were also evaluated in terms of puncture site complications. Patients who could not come to control were evaluated by telephone. Eighty-three (83) common femoral artery (cfa) and one (1) axillary with an antegrade punctures were performed. There were no problems during the vcd implantation, and the device deployment success rate was 100%. Procedure time using the angio-seal device was 0.75-4 hours. Hemostasis time with the angio-seal device was 2-5 minutes. Complications presented prolonged hemostasis with two (2) patients with a cfa puncture. Complications of access-site pain were developed in 3 patients (one with axillary artery puncture) with no underlying organic cause. A non-steroidal anti-inflammatory drug therapy was applied, and the pain was relieved at 1st week control. A hematoma diameter of 5cm was developed in one (1) patient. No surgery was required for the hematoma and was regressed spontaneously. Regressed with oral antibiotic therapy. All these patients, hemostasis was provided with manual compression. Patients with prolonged hemostasis had four (4) hours of bed rest after the procedure and did not change the discharge time. Three (3) patients who had undergone closure with angio-seal in the groin area had re-access from the same access site after 3 days, 5 days, and 5 months and the access site were closed with an angio-seal uneventful. Two (2) patients had no complication was observed. One (1) patient was closed with a starclose device instead. There were no complications during the procedure and follow-up periods in patients who had to get re-accessed for the second time at the same access site. Prolonged hemostasis was observed in one (1) patient that used a 6f or bigger sheath and in one (1) patient that used a 6f angio-seal sheath.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the patient was treated post deployment. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).